Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: the pump was found to be completely unresponsive and unable to display the verify screen. The reported temperature issue with the pump was unable to be completely investigated and the black box data was unable to be obtained due to an issue unrelated to the reported issue. There was moisture and corrosion found in the battery compartment and on the battery cap. The battery compartment was also found to be leaking during a leak test and cracked at threads. The pump was opened; no other moisture ingress was found inside the pump or on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 indicating that on (B)(6) 2014, the pump displayed a message indicating that the battery needed to be replaced, and the pump powered off. The patient reportedly tried to take out the battery and it had exploded inside the battery compartment. The patient does swim in a pool with the pump and the pump was noted to have corrosion in the battery compartment. The patient reportedly uses a lithium battery; however, the brand was not specified. The patient has reportedly been traveling to a very warm climate and has gone through airport security and metal detectors. There is no indication that the patient sought medical treatment. This report is being made based on the battery exploding inside the pump and the pump became hot.